Event description:
A posterior capsule tear occurred during cataract surgery. The nurse reported the vitrector would not hook up to the system due to the o-ring. The case was delayed about 15-20 minutes while the surgeon used another method to complete the anterior vitrectomy. The iol was implanted. The nurse stated there was no pt injury.

Manufacturer narrative:
The company service representative examined the system and did not confirm the connector problem. The cpc connector was replaced as a cautionary measure. The system was then tested and met all product specifications. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report was mailed to FDA on: 01/08/2009.